Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose and a blank display. The customer stated they noticed their blood glucose going high and checked insulin pump; noticed blank display. The customer's blood glucose was 431mg/dl; treated with an injection. Customer stated they had a large lunch, took a bolus and short after the display went blank. Customer declined to troubleshoot for high blood glucose. The customer stated he got a failed battery alert. The customer was unable to complete troubleshooting, stated he will get a new battery and calls us back.